Manufacturer narrative:
The associated complaint device, used in treatment, was not returned and the reported event could not be confirmed. The fibrous particles associated with this complaint were returned and evaluated. The origin of the particles could not be determined. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of the reported event could include inadequate cleaning or packaging material contamination. Based on this investigation, the need for corrective action is not indicated. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery fibrous foreign material was found. It was noted when opening the package before using the device. No delay reported. No patient injuries reported. No s&n backup was required.